Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issues. According to the inspection report, during switch operation check, buzzer failed to ring according to the switch. During inspection, it was found that alarming at start-up and no display problem was caused by a faulty main board (ru259800) and the main board was then replaced. The cause of the issues was determined to be the failure of the pressure sensor mounted on the main circuit board. The cause of the failure of the pressure sensor mounted on the main board appears to be that oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. In addition, foreign matter (epoxy) was adhered due to a mounting mistake of the part on the board. Because of the adherence of the foreign matter (epoxy), the wiring inside the pressure sensor was peeled off. When confirming the contents in the instruction manual regarding the indication phenomenon, the following was described. There were following descriptions in 7.1 "troubleshooting guide". ·problem: all leds are turned off. ·possible cause: an error is detected in the internal circuitry of this product.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, suddenly all indicators on the front panel went out and the sound of airflow was generated. The user replaced the subject device to another device and completed the procedure. Olympus china checked the subject device and found that when the subject device turned on, the alarm occurred and the nothing displayed on the front panel due to the failure of the main circuit board. There was no report of patient injury associated with the event.